Event description:
It was reported that the pt had a constant leak and fluid pocket in his back and in the pump pocket. The hcp revised the catheter and added a purse string suture in his back, but the pt stated he wanted the pump out. The device was explanted and not replaced. The hcp reported the pt outcome as 'no injury, recovered without sequela.' The pump was used to deliver morphine.

Manufacturer narrative:
The following pieces of catheter were returned for analysis; a sutureless pump connector and 7.7 cm proximal piece to the pin connector plus a 49.4 cm piece, a 2.1 cm middle piece, and a 25.2 cm piece to the distal tip. Final device analysis revealed a pump connector anomaly. The connector was functionally ok, and attached securely to the outlet port of a pump, but the retaining ring was slightly deformed in shape.